Event description:
Bard max-core disposable core biopsy instrument misfired during breast biopsy procedure. No harm to patient. Procedure was completed with a new instrument. FDA safety report ID #(B)(4).